Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es smart remote manager failed to open, recovery and reboot did not resolve. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed to open. A field service engineer (fse) determined that the refrigerator was functioning properly, allowing the customer to inventory the medications without any issues. Upon running the hardware test application (hta), the fse encountered an issue with the latch rapidly unlocking and locking. To resolve this, the fse removed the panel and reseated the latch connector to the board, successfully fixing the issue. The fse tested again in hardware test application (hta) and had the customer inventory medications from the fridge successfully. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.